Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented for a follow-up in clinic. Upon interrogation it was noted that the atrial lead was over-sensing noise. No changes or intervention were performed. There were no patient consequences.